Event description:
The customer reported that following a diagnostic catheterizationprocedure, a vasoseal vhd kit size 1 was deployed. Following deployment, the patient was ambulated and discharged. Two days post deployment, the patient complained of pain at the groin site. The patient was seen in the emergency room the following day. A pseudoaneurysm was diagnosed and treated successfully with ultrasound guided compression. The patient was later discharged without further complications.